Event description:
A (B)(6) distributor contacted distributor customer support to report that a male (B)(6) patient's monitor would not power on after changing the battery. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't power up monitor) was confirmed. As received, the battery would not power on a monitor or charge. Upon evaluation, ther was liquid contamination inside the battery pack damaging the pca board and battery cells. The cause of the inability to power on a monitor and charge is the contamination. The cause of the contamination was unable to be positively identified but is likely due to ingress of an unknown substance. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.